Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported increased left shoulder pain since implant. Reprogramming was attempted multiple times unsuccessfully. A lead revision was completed by repositioning the lead.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.